Event description:
During pt transfer from wheelchair to bed, the right shoulder attachment clip broken when the transfer just started with a maxi move pt lifter. The pt tilted to the right and slid back some 40 cm, back into her wheelchair. The pt was not injured. Ref # MFR 9681684-2013-00082.